Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of returned product.

Event description:
Consumer called stating the brush head keeps falling/coming off from the shaft of the toothbrush while brushing; it was loose and not clicking. No injury was reported.